Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly tortuous lesion in the left anterior descending artery. The 4.50x12mm rx nc trek balloon dilatation catheter (bdc) was advanced to the target lesion for post dilatation of an implanted stent. The balloon was inflated once to 12 atmospheres however could not be completely deflated and the balloon would not refold. During withdrawal resistance was met and the shaft separated with the distal portion left in the guiding catheter. A snare was used to retrieve the separated portion. Another same size device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported failure to fold and separation were confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported deflation issue and failure to fold could not be determined; however, the reported difficulty removing the device, separation and unexpected medical intervention appear to be related to operational context. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is likely that a larger balloon size and/or deflation technique contributed to the reported failure to fold (balloon). Additionally, the reported deflation issue and failure to fold likely contributed to the resistance met during removal since the balloon would not fully deflate and upon manipulation of the device, against resistance, the device ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly tortuous lesion in the left anterior descending artery. The 4.50x12mm rx nc trek balloon dilatation catheter (bdc) was advanced to the target lesion for post dilatation of an implanted stent. The balloon was inflated once to 12 atmospheres however could not be completely deflated and the balloon would not refold. During withdrawal resistance was met and the shaft separated with the distal portion left in the guiding catheter. A snare was used to retrieve the separated portion. Another same size device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.